Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Following this, it was reported that a cartridge change error occurred. Customer reported that an o-ring was on the pneumatic tap but was unable to remove it. Reportedly, the issues resolved and customer declined further troubleshooting with tandem technical support. No further information was obtained. Customer's blood glucose level was 138 mg/dl.